Manufacturer narrative:
Additional information was received that the intubation was a normal part of the revision procedure.

Event description:
A report was received that just prior to an implant procedure, the patient's stats dropped after intubation. The procedure was cancelled. The patient has recovered.

Event description:
A report was received that just prior to an implant procedure, the patient's stats dropped after intubation. The procedure was cancelled. The patient has recovered.